Event description:
During a laparoscopic cholecystectomy procedure, the jaws scissored when applied and cut the cystic duct. The surgeon applied another clip lower than anticipated. The hosp has reported that the pt's status is satisfactory.